Event description:
My entire life I have been extremely healthy, only getting sick once every year or two, (usually seasonal allergy related) and I have always been extremely active. On (B)(6) 2015 at 1pm: natrelle silicone-filled implants, allergan, style 10, 390cc, severe burning in breast area, nerve damage. On (B)(6) 2016: palpitations and hypertension. Summer 2016 ¿ current: lots of hair loss (even my stylist was surprised by it), really dry hair, temperature sensitivity, numb tingling fingertips. On (B)(6) 2016 - (B)(6) 2017: (B)(6) (started feeling extremely exhausted, light and sound sensitive, felt like I was dying, thought I had cancer. Doctors kept trying to treat me for depression but I knew it was something more, so I kept going back until they finally figure out it was (B)(6)). On (B)(6) 2016 - current: chronic dull achy feeling across middle of back like if you have a virus, difficult to concentrate on one thing, muscle aches, joint pain, chronic fatigue, chronic low back pain, swollen neck, glands, dehydrated skin, exercise sensitivity, not as much energy or strength, muscle loss, eye floaters. On (B)(6) 2017 - (B)(6). On (B)(6) 2017, (B)(6). On (B)(6) 2017 - current: gi issues (no cause found after colonoscopy), insomnia, irregular periods, cystic acne (itchy, red sores unless taking antibiotics/doxycycline). On (B)(6) 2018 ¿ current: started lexapro for extreme depression and anxiety and quit job of lmt because of chronic debilitating fatigue, pain, anxiety, depression. On (B)(6) 2018: asthmatic bronchitis. On (B)(6) 2018 - current: started getting horrible migraines with nausea and can't remember words, lightheaded, dizzy feeling, horrible brain fog, nausea. On (B)(6) 2018 ¿ current: started getting daily heartburn and chest pressure, like a brick on your chest, shortness of breath, really tired and sleeping more. On (B)(6) 2018 - current: scalp dryness and flakiness, left neck/shoulder pain, right neck pain, frequent urination, upper mid back aching, extremely dry skin. On (B)(6) 2018 ¿ neck and uterus ultrasound, neck-lymph node, uterus-fibroids. On (B)(6) 2018: strep throat ¿ z-pack, adrenal fatigue (adrenal fatigue meds). On (B)(6) 2018 ¿ diagnostic mammo ultrasound on l breast (cyst), debilitating chronic fatigue, hip pain, extreme lightheaded spells. On (B)(6) 2019: sinus drainage - z-pack, allegra-d, bacterial pneumonia, arthritis in hip. On (B)(6) 2019: debilitating chronic fatigue, constant yawning, hip pain, muscle and joint pain, extreme lower back pain, neck and shoulder pain, swollen neck glands, shortness of breath, viral splintery aching across mid back, nausea, night sweats, dark circles, swollen eyes, dry skin, hair loss, dry hair, temperature sensitivity, numb tingling fingers, everyone saying ¿you look tired¿, extreme lightheaded spells. After breast implant removal on (B)(6) 2019, 24 hours/10 days post-op I already have color & moisture back in my face, my dark circles are way better, I can take full deep breaths (which I haven't been able to do in 3 years), my nightly sweats are completely gone, I haven't had to take a single allergy pill (which I was doing twice a day up until surgery, for sinuses and to keep myself awake with pseudoephedrine), my fatigue is gone (I feel completely rested and alive on 8-9 hours of sleep, when I was sleeping 10-12 and still struggling to stay awake, sometimes taking naps during the day), my nightly insomnia is gone, and my mild daily nausea is gone. Lower back, neck and shoulder pain are gone. The best part is, I actually feel alive again. Breast implant illness.